Event description:
Related report: 2017865-2025-11731. It was reported patient presented in clinic for pacemaker change and right ventricular (rv) lead revision. The patient's rv lead exhibited high capture threshold which caused high outputs from the pacemaker, resulting in premature battery depletion. It was noted that the rv lead was found to have no capture. The pacemaker was explanted and replaced. The rv lead was capped, and a replacement was implanted on (B)(6) 2025. Patient was stable.